Event description:
#8 cuff shiley trach placed 7/12 in the operating room with ent. 7/14 - trach with large air leak on inspection of original trach, the pilot balloon was found to be leaking air. Lot number 202103342x 8cn85ed.